Event description:
The customer reported that the system displayed mixed images. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the hard drive. The system operates as intended. (B) (4) 8/5/09